Manufacturer narrative:
There was no indication of a device malfunction. The device and device data have not been provided to resmed for evaluation. Should the device return for investigation, the matter will be addressed accordingly. Resmed reference#: (B)(4).

Event description:
It was reported to resmed (B)(4) that an osa patient using an s9 vpap st passed away.

Manufacturer narrative:
The device was returned to resmed for investigation. There was no indication of a device malfunction from the reported event. The investigation found no abnormalities with the device and the device passed all performance testing. There was no fault found with the returned device. (B)(4).